Event description:
Tooth brush head is coming off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was coming off of the oral-b toothbrush. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 54-year-old female. She did not see a medical professional. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.